Event description:
On (B)(6) 2020 I had a stereotactic eeg performed at (B)(6). The rosa one brain robot was used during this surgery to place 16 depth electrodes into my brain. The leads were misplaced during this test giving misinformation to the doctors. Subsequently when my neuropace stimulator was implanted the leads were placed wrong. One of the leads was in my hippocampus causing pain from the stimulation and was turned off. The other lead was placed next to the foramen ovale, causing me to feel the stimulation in my left temple and eye and causing facial pain. The pain was very intense, and I have lasting eye pain, issues with my left eye and extreme memory issues. After 4 years of arguing this information was given to me and surgery was performed in 2024 to remove and reimplant the device and leads due to them being placed wrong. During this time, I had more intense and more frequent seizures as well I have frequent migraine headaches from all the incisions and scare tissue and extreme anxiety over whether I have once again felt the stimulation or not. Pt codes: 4467; 1994; 1958; 4406; 1880; 2060; 2328; 1924. Device codes: 1508, 1158, 3023. Ref report: mw5178578.